Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No noise anomaly during bolus noted. The insulin pump had cracked case at the display window corners, cracked case at the reservoir tube window corners, broken belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump makes a constant audible tone during every bolus attempt. The customer's blood glucose reading was 264mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.